Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Manufacturer narrative:
Result: power load.

Event description:
It was reported that the power load was stuck and would not load the patient into the ambulance. No medical intervention or adverse consequences were reported.

Event description:
It was reported that the power load was stuck and would not load the patient into the ambulance. No medical intervention or adverse consequences were reported.